Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire melted/tore the extrusion at the distal pierce hole. Additionally, the exposed cut wire appeared discolored from use. The tear caused the cutting wire anchor to slide proximally from the distal pierce hole when the handle was activated for bowing. When the handle was fully extended the cutwire measured approximately 19 mm which meets the manufacturing specification. A functional evaluation found that the device does not meet the bowing specification due to the melted/torn extrusion at the distal pierce hole. The condition of the returned incident device was consistent with the complaint that the tome device would not bow. During manufacturing, the tome devices are 100% inspected for working length and cut wire integrity, as well as bowing/ handle functionality so the distal pierce hole was likely elongated due to procedural factors. Though the exact root cause could not be determined at this time, the most probable root cause of 'operational context' is being selected likely due to the procedural factors and/or generator settings which caused the cutwire to impact the integrity of the distal pierce hole and hindered the bowing functionality of the device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) (won't bow). (B)(4): the device has been received for analysis and a preliminary review has been completed. A visual examination performed during decontamination revealed that the exposed cut wire had melted the extrusion at the distal pierce hole. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device was positioned at the papilla of the patient's common bile duct. When they attempted to bow the tome it would not bow in response to squeezing the handle. The cut wire was still intact and nothing appeared to be broken. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the preliminary investigation results; the exposed cut wire was found have melted the extrusion at the distal pierce hole.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device was positioned at the papilla of the patient's common bile duct. When they attempted to bow the tome it would not bow in response to squeezing the handle. The cut wire was still intact and nothing appeared to be broken. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the preliminary investigation results; the exposed cut wire was found have melted the extrusion at the distal pierce hole.